Event description:
Initial field report 8/29/96. Identification of reportable event 11/1/96. During routine testing at installation of vaporizer, svc rep noted the interlock system was not working properly. Investigation: the unit was returned to co's vaporizer svc ctr for testing. The reported complaint was confirmed. The interlock plunger was found to be improperly installed during servicing. Conclusion: assembly and final testing work instructions were reviewed and found to be adequate. Assembly and final test personnel were informed of the reported complaint and proper procedures were reviewed. This is the first reported MDR involving a serviced vaporizer wherein the interlock plunger was installed improperly. Approx 2,300 vaporizers are serviced annually.